Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found a cracked right plunger case on the device. No causes or potential causes to the customer's reported problem were found during the DHR review. A primary audible alarm bgnd test was noted in the event history log. Upon functional testing of the device, the technicians were unable to duplicate this reported allegation however. As a result, a definitive problem source was unable to be determined. The evidence of the reported complaint in the event history log has confirmed this reported issue; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump has system failure audible alarm. No patient adverse effects reported.